Event description:
It was reported that a pump was alarming 'intermittent hi-pressure' and 'no disposable'. No patient injury was reported.

Manufacturer narrative:
Product information, initial reporter also sent report to FDA) and 510k are unknown; no additional information was received. No lot number was provided; therefore, a device history record (DHR) review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation